Manufacturer narrative:
(B)(4). The reported issue of the heater bag not spiking correctly and coming out the side of the bag port was not confirmed as the device was not returned for evaluation. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. The cause for the reported issue was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that the spike came out the side of the bag port during setup on the homechoice (hc) system (patient not connected). The home patient (hp) stated he wanted to know if he could use another line for the heater bag. The technical service representative (tsr) answered no, and explained that the hp would have to start over with all new supplies. The tsr assisted with troubleshooting and advised to start over with all new supplies. The tsr then recommended the hp have the tubing come straight out of the compact exchange device (cxd-ii). The tsr explained that if the tubing was angled, the spike may not go straight. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the report of a miss-spiked bag, it was revealed that this had not happened again since he was using the new luer supplies instead of the spike supplies. The hp stated that he did not notice anything unusual with the supplies, but the hp stated he thought the issue was with the cxd-ii machine because the spike went in a different direction and came out the side of the bag. The hp stated when he started over with new supplies, everything went fine. The hp stated therapy is going fine. No additional information was available. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The cxd-ii was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.